Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The auxiliary interface printed circuit board was replaced. The video switching board was adjusted. The system was tested and operates as intended.